Event description:
Customer reported that the secondary infusion leaked back into the primary bag. Stated the tubing was hung at the appropriate height and loaded into the pump. Confirmed the primary administration set had a back check valve. No patient harm reported and no other details about the patient or event are available. The primary and secondary IV sets were received. The investigation is ongoing. A follow-up report will be filed upon completion of the investigation.